Manufacturer narrative:
The liner was not returned for review since it still remains implanted; therefore the condition of the liner is unknown. Review of the device history record did not find any deviations or anomalies. This device is used for treatment. Product history search revealed no additional complaints against the related part and lot combination. The expiration date of the device is 08/31/2015 and the date implanted is reported as (B)(6) 2015. Therefore, an expired device was implanted. Longevity it constrained liner package insert states "inspect each package prior to use and do not use the component if any seal or cavity is damaged or breached or if the expiration date has been exceeded." The root cause for the reported issue is the user not following the instructions on the package insert.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported an expired liner was implanted.